Event description:
The customer reported that the cone collimator stopped working during a case. The collimator coned down and would not open. The sys was rendered unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced, and the gib calibration files were reloaded. The sys was then found to be operating as intended.